Event description:
It was reported that during a routine pulse generator change out procedure, the atrial setscrew would not accept the wrench. The setscrew was removed using an orthopedic drill and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.